Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-tttc and lot number 1227388 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that a patient had a left tka procedure on (B)(6) 2015. Due to tibial loosening the surgeon performed a revision left tka on (B)(6) 2016. During the revision the surgeon explanted the following original implants: tibial tray, ar-503-tttc lot 1227388 ((B)(4)). Femoral implant, ar-516-3l lot 108761422 ((B)(4)) and bearing implant, ar-513-bc16 lot 113601343 ((B)(4)). The arthrex patella implant, ar-504-psb8 lot 113601446 was not explanted. The revision procedure was completed using another manufacturer's product. Female patient, (B)(6). Patient medical records dated (B)(6) 2016 noted patient has pain in the left knee that is increased with activity and weight bearing. Records also noted patient had interference with activities of daily living and pain through a limited passive range of motion with crepitus and swelling. Records noted x-rays show periarticular osteophytes and joint space narrowing.